Event description:
An unannounced sample with lot number 23n17ge561 was received with sample return for b. Braun medical internal report number (B)(4). As reported by the user facility from b. Braun medical internal report number (B)(4). Brief inquiry description: easypump fast infusion. Detailed inquiry description: a patient at berkeley heights location had an issue with 5fu pump finishing earlier than scheduled. Patient claims the pump ended around 7pm last night, which is about 30 hours since the beginning of the infusion. Pumps are filled with 240ml to run for 46 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. For final control flow rate report, the average flow rate deviation from the nominal flow rate for lot # 23n17ge561 was between -4.93% to 3.51%. One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no abnormalities or damages were observed on the returned sample. For the sample with lot # 23n17ge561, the clamp clip was clamped, and the patient connector was connected to a connector. The sample was then flow rate tested. The flow rate deviation from nominal flow rate for the lot # 23n17ge561 sample was 0.08%. The rate deviation from nominal flow rate for the samples were within the specification ±15% deviation from nominal flow rate. Based on the investigation, the sample is within specification and the reported defect could not be observed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.